Manufacturer narrative:
Immucor technical support assessed faxed copies of the test well image reports, of the testing in question on (B)(6) 2015. It was determined that the instrument generated the correct interpretations consistent with the actual well outcomes.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.